Event description:
It was reported that the implant broke into several pieces when the surgeon was impacting it into the disc space at l5-s1. The surgeon was able to extract all pieces fully with no impact to the patient. Another implant of the same size was inserted effectively. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.